Event description:
The customer reported they had intermittent issues with the ion selective electrode (ise) module for "quite some time". The customer provided results for two patient samples. Patient sample 1 initial sodium result was 121.7 mmol/l and chloride result was 116.6 mmol/l. The repeat sodium result was 140.2 mmol/l and repeat chloride result was 98.7 mmol/l. On (B)(6) 2014, patient sample 2 initial sodium result was 122.4 mmol/l and the repeat result was 141.0 mmol/l. The incorrect results were released to the doctor. The patients were not adversely affected. The sodium electrode lot number was x5125. The potassium electrode lot number was e0433. The chloride electrode lot number was j6153. The expiration date were requested, but were not provided. The customer ran check tests and precision testing which were acceptable. The field service engineer cleaned the ise valves, replaced a valve and nozzle, adjusted the nozzles and sample probe, replaced the tube from syringe to a valve as it was damaged and replaced both reference electrodes. He ran checks, calibration, qc and precision. The instrument was performing to specification. A specific root cause could not be determined with the information provided for investigation.

Manufacturer narrative:
This event occurred in (B)(6).